Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting increased pacing threshold. Subsequently the patient became symtomatic and presented to the e.r. Review of episode strips noted a loss of capture in the ventricle causing pacing pauses. Noise was noted on the baseline resulting in oversensing and the delivery of an inappropriate shock.